Event description:
It was reported to ge that the image intensifier moved rapidly to the foot end of the table. Apparently the counterweights detached from the chains, allowing the image intensifier to move freely when the table was angulated. The unit was repaired and placed back into service.